Event description:
It was reported that patient's implantable cardiac monitor (icm) exhibited an unspecified diagnostic anomaly. No intervention was performed. Patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the diagnostic anomaly was discovered in clinic. It was observed that device failed to be interrogated and could not be paired with the mymerlin application. The device was interrogated using merlin programmer and was re-programmed. The patient condition was unknown.